Event description:
It was reported that the device had detected erroneous values during a follow-up visit. The device was reprogrammed. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.